Event description:
Customer reported that the transmitter was not linking to their insulin pump. Customer experienced low blood glucose when customer was off the insulin pump more than 48 hours prior to event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.